Event description:
While doing a lateral release, surgeon noted that the linvatec meniscectomy probe's plastic insulation/shielding had melted. First probe removed and second probe also defective, plastic shielding melted in approximately same place as first probe. Patient not harmed or injured.